Manufacturer narrative:
B5 updated with patient outcome. D6b explant date added.

Event description:
It was reported that the device was successfully explanted and the patient survived.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received that no intervention was performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 65-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency. The impella was inserted for a high-risk cardiothoracic surgery: off-pump coronary artery bypass (opcab). While the patient was in the intensive care unit (ICU), the patient had an acute/subacute infarct of the brain with right sided deficits and neuro status changes. The patient continues on support. The impella functioned at p-6 at 3.6l/min as intended with d5w sodium bicarbonate in the purge solution. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by inadequate anticoagulation, high-risk cardiac surgeries, and/or the use of a mechanical circulatory device.